Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 3 leads (from the same lot) implanted as part of her axium neurostimulator system. One lead was implanted at l2, one at l3 and one at l4. It was reported the patient experienced ineffective stimulation due to the lead implanted at l2 having migrated. The patient denied any falls or trauma. Surgical intervention was undertaken and the l2 lead was removed and replaced and an additional lead was also implanted. Additionally, during the procedure the physician inadvertently pulled the lead located at l4 out of position. The physician elected to remove and replace that lead. Postoperatively, the patient reported receiving effective therapy.